Event description:
The customer reported that during use of this blade in a knee surgery, one of the teeth broke off at the lateral edge of the blade. All metal fragments were retrieved from the surgical site without injury and an alternate blade was used to complete the surgery.

Manufacturer narrative:
To date this device has not been received for evaluation. A follow-up report will be filed upon receipt of the product and completion of an investigation. Associated reports: 1017294-2009-00177, -00178, -00179, -00180.